Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer had elevated blood glucose levels (250 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. It was indicated that the customer would continue to use the pump for insulin therapy.